Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 3, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.